Manufacturer narrative:
Work order passed. No failure/fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system reported I/o error while booting. User was not able to access any applications, and the system returned to the initial page. There was no patient present.